Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing during an episode of atrial tachycardia (at) due to being incorrectly detected as ventricular tachycardia (vt). The patient will be brought in for further testing and reprogramming. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.